Event description:
A customer reported a cartridge alarm number 20, which resulted in an unspecified high blood glucose level. To address the high blood glucose, the customer changed the cartridge and resumed insulin therapy. Tandem technical support confirmed the issue and decided to replace the pump. Customer will continue to use current pump.